Event description:
It was reported by the customer's mother that the buttons on the insulin pump did not respond while attempting to rewind. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
.